Event description:
Information was received indicating that a smiths medical cadd-ms3 ambulatory infusion pump is malfunctioning. It was reported that the pump would shut off when the battery cap is pushed even though the battery cap is firmly tightened in place. There were no reported adverse events.